Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported to the distributor on (B)(6) 2015 that they had a rash under the therapy pads and ECG electrodes. The patient reported using a medication prescribed by her doctor (atarax). The final medical outcome of the rash is unknown.